Event description:
The physician reported the intraocular lens was explanted without complication 4 months after implant due to the patient's unwanted halos and glare. Halos and glare are a known and labeled possible side effect of all multifocal lens implants.

Manufacturer narrative:
The lens has not been returned to the manufacturer for analysis. Lens met all specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. A supplemental MDR will be filed as necessary when additional reportable information becomes available.